Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 5, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. Additionally, a tear was noted within the crease on the anterior view measuring approximately 0.7 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after the expiration date. According to the product insert data sheet the sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown in the box label. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. An explant is scheduled for (B)(6) 2021. 2. Is required intervention check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4), on (B)(6) 20201, mentor became aware that '2. Is life threatening' was erroneously checked in section b of the initial report submitted on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. Bilateral prosthesis replacement with mentor smooth round moderate profile 350cc saline prostheses was performed with explant. The mentor failure analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigation analysis have been completed, a supplemental report will be submitted. The identity of the impacted product was clarified with the device received. The impacted product is a mentor smooth round moderate profile 425cc saline prosthesis. The lot number has been updated to 6496733. A manufacturing record evaluation was performed for the finished device number 6496733, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis experienced spontaneous left sided deflation post procedure. The patient visited the physician¿s office received a medical diagnosis for the deflation. Additionally, the device had been implanted after the sterilization expiration date. This is off label use of the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.